Event description:
Per the returned paperwork, the patient's device was explanted in 2008, due to an infection around the implant site. Reimplant surgery is planned in the next year, but had not been scheduled at the date of this report, early 2009.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.